Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in switzerland, edwards received notification of a 44 mm evoque valve procedure in tricuspid position where on post-operative day (pod) 9, the patient had began to experience dyspnea suggestive of congestion. A trans-esophageal echo was performed which revealed a gradient of 6 mmhg with a hr 60/min and as a result, the patient was re-admitted. Thrombosis was reported to have been confirmed via imagery. The initial tricuspid regurgitation (tr) grade was massive (4+), and it was none/trace post-procedure, and severe when the thrombus was diagnosed. The patient received three reduced boluses of thrombolysis for an inr target to 3.0-3.5 and additional prescription of aspirin. On pod 17, the mean gradient was 3 mmhg at a hr of 110/min. There was no trans or paravalvular regurgitation with normal rv function. The patient was discharged on pod 19.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 the complaint for thrombus formation (device) - post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. A definitive root cause cannot be established.